Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00188, 0001822565-2018-00189. Concomitant medical products: 00631006228 liner 10 degree elevated rim lot: 63078406, 00620006222 shell porous with cluster holes 62 mm o.d. Lot: 63176497, 00771101300 m / l taper femoral stem, lot 63456589. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address infection. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address infection. The patient had difficulty ambulating which required the use of crutches. No further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.